Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages and damaged belt) was isolated to the electrode belt ECG c&d cable lead-1 wire being broken, causing ECG c to not recognize during falloff testing. The root cause for broken wires was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged and experiencing adjust belt messages.